Manufacturer narrative:
(B)(4).

Event description:
Nurse/certified diabetes educator contacted dexcom on behalf on patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an out of range error. No additional patient or event information is available.